Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a device embolization occurred. In (B)(6) 2016, the patient underwent a left atrial appendage (laa) closure procedure. The left atrial pressure at the time was reported as 10mmhg and the patient was in normal sinus rhythm. A watchman® access system was used with a 24mm watchman ® laa closure device & delivery system. The closure device was deployed in the laa and met all release criteria, with compressions between 15% -20%. The closure device was released successfully. In (B)(6) 2017, a transesophageal echocardiogram (tee) performed by the patient¿s cardiologist revealed the watchman closure device had embolized from the laa to the descending aorta. The patient was asymptomatic. Eight days later, the implanting physician snared the device from the patient. There were no patient complications reported and the patient was stable.